Event description:
The battery died within minutes and I was out without a replacement because there's usually a 10-12 hour cushion. My sugar skyrocketed to 586 and I went into dka. I am considering filing a lawsuit. I need a new pump asap. This was dangerous and I vomited. My mom is an np and was able to get me stable by injecting lantus as well.